Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review is not applicable in this case because the defective component (battery pack) is not evaluated or tested in any way during the manufacturing process and the medfusion battery pack manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation found the device in excellent. The pump event history showed a battery not working and battery communication timeout alarms). The evaluation was performed, and the reported issue was duplicated, during power on unit testing. Battery not working as intended. Charge cycle and full capacity were at 0 in the monitor battery status screen. The root cause of the reported issue was unable to be determined. The technician replaced the interconnect board for preventive. The battery was disposed of after investigation.

Event description:
It was reported that the device faulted during installation. System failure. No patient injury reported.